Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a failed radio frequency alarm during the self test due to a faulty component on the radio frequency board. The pump had moisture damage on all electronic assemblies and the motor assembly. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that they were able to clear the alarm. The customer stated that a temporary basal was not programmed before the failed self-test alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.